Event description:
It was reported the pt has been experiencing rib and abdominal stimulation. The stimulation also caused sharp rib pain. In turn, the pt has been unable to receive adequate coverage. Reprogramming to address the issue(s) was unsuccessful. Lead diagnostic testing revealed no anomalies. The pt will meet with her doctor and undergo x-rays for further investigation.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.